Event description:
Viality unit developed a crack the long way during harvesting of fat. No leakage occurred, new unit opened and fat transferred over to new unit. Per sales, the suction was set to high on the micro aire unit and they were using a size 4 handpiece. The sales rep states that prior to the crack the suction pressure had built due to possibly a stuck piece of fat in the suction line and he saw the sides of the unit suck inwards prior to cracking. It was also stated it was a clean crack with no fragments and they were able to transfer the fat from one device to another. To complete the surgery the surgeon switched to a size 5 cannula, turned down the suction level on the micro aire unit and cleared the line more frequently and had no further issues performing fat aspiration.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. It was determined by r&d that the a-ring can become twisted when the device was under vacuum or can move during setup/transportation. Loss of vacuum or inability to generate vacuum leads to no risks of patient safety. The gasket design was updated to be an off the shelf round a-ring instead of a custom square gasket. Engineering study was performed and showed improvement in vacuum cycling. New design was implemented on 6/9/2023. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.